Event description:
A hospital in another country, reported tha there were tears in 900mr593 tubing.

Manufacturer narrative:
This report was prepared by rep. The returned device was visually inspected. We observed that the tubes had tears visible near the cuffs and along the tubing. A root cause analysis has shown that the probable cause of the tears is excessive force as a result of incorrect disassembly of the circuit. Customers are most likely disconnecting tubes by pulling on the tube and not the cuff. Conclusion: the malfunction reported was most likely related to user handling. We are aware of other similar complaints reporting failure of the circuits due to tears in the tubing. The occurrence rate of this type of complaint is approx 0.01% worldwide for the last year. We will continue to monitor and trend these complaints. Unfortunately this report was inadvertently omitted form the retrospective summary report 9611451-2007-00013. Investigation summary: all of the units received due to tubing leaks have been returned to fisher & paykel healthcare for failure investigations. A complete and thorough investigation has been carried out to determine the root cause of the failure. Fourteen of the returned samples exhibited signs of milking (white marks) in areas that connected the tube to the circuit connector. During testing it was observed that the areas with the identifiable stretch marks had tears around the cuff of the tube. A root cause analysis of this problem was performed and concluded that the main contributing factor resulting in failure of the tubing was excessive force as a result of incorrect disassembly of the circuit. Further testing showed that to replicate the stretch marking/milking of the tubing, the user would have to pull on the tube to detach it from the ventilator or humidifier, rather than holding the connector when detaching the circuit. Although the circuit tubing is resilient to damage, and by nature is very durable, the material properties of the tubing mean that if excessive force is used that it will eventually tear, causing a hole/leak.